Event description:
Customer reporting 1 false positive sars result. Customer communicated the result was confirmed negative using the same material on a different instrument in their lab and by additional molecular method.

Manufacturer narrative:
Investigation summary: review of data shows false positive curves that are not true amplification curves. Raw data analysis shows that the background of patient samples is higher than that of the positive and negative controls. User is using off-label extraction device which may be contributing to the background issue in the patient samples. Root cause: off-label use;unable to determine. Source: email.